Event description:
An issue was reported where the caller was updating time, personal profile, or biq/ciq settings. The customer's blood glucose level was 43 mg/dl. To address the low blood glucose level, the patient consumed juice without requiring third-party assistance and received help from customer support to update the basal rate settings. No further action was needed as the caller had already discussed changes with a healthcare professional.